Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited outflow blocked alarms. An echocardiogram was performed and revealed that the impella was far out of the left ventricle. The device was repositioned, and it was noted that the patient was stable and survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.